Event description:
Account alleged that the bed is alarming and the head up is moving up by itself. The bed was taken out of service. No injury reported. Replaced the left user control module board to resolve this issue.